Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product will not be returned per hospital policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2023.